Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After a stent was deployed, a 3.50mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient and no patient injuries were reported.